Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak).  With all three icons showing, the device's internal hlc batteries may not have sufficient power to provide effective defibrillation therapy to a patient, if needed.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue.  It was determined that the device likely had an object repeatedly pressing the on/off button, causing several power on/off cycles.  The repeated power cycles led to 11.2 hours of on-time and as a result, caused the observed power issue.  Additionally during testing, the device was observed to power itself off during a defibrillation shock attempt.